Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of the maude database for tissue expander complaints.

Event description:
A search on maude database revealed a complaint on an alleged leak with a pmt expander. This report was filed by an unk institution.